Event description:
The customer reported that the insulin pump alarmed button error, but she was able to clear the alarm. The caller stated that the paramedics were called to her house to revive her. The blood glucose was 30mg/dl by the time they arrived. The customer stated that the drive support cap was indented and the device had a blank display. The caller mentioned that she did not bolus the night before her glucose dropped, but had eaten dinner and even ate something before bedtime. The caller stated that her husband attempted to wake her up, but she was not able to get up. Two or three hours later, her husband checked her blood glucose, but she was out of it and paramedics were called. The customer stated that since then she has had erratic blood glucose. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with intermittent button response. Unable to determine the root cause due to the device preservation. The unit was monitored for several hours and no button error alarm or blank display noted.